Event description:
The customer reported to olympus that the high definition lcd monitor sdi (serial digital interface) 1 and sdi 2 video does not appear. The issue was observed during preparation for use on an unspecified procedure. The procedure was completed using a similar device and no delay was reported. There were no reports of patient or user harm associated.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and found the image failure was due to a display panel failure, and the back cover was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to faulty circuit board / printed circuit board. Olympus will continue to monitor field performance for this device.